Manufacturer narrative:
The reported event, for router breakage, was not confirmed as the router was not returned for evaluation. Without the router, the root cause cannot be determined. The quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the router broke. It was further reported there up to a 10 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, the router broke. No further information was provided, the complainant is not aware of any delays or adverse consequences as a result of this event.